Event description:
It was reported the patient could not adjust stimulation. A power on reset (por) condition was reported without a diagnostic identifier. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v625723, implanted: (B)(6) 2011, product type: lead; product ID: 3037 serial# (B)(4), product type: programmer. (B)(4).